Event description:
Caller reported compact plus system blood glucose results of 232, 255, 397, hi, which on the system indicates a result in excess of 600 mg/dl, 243 and 515, all mg/dl, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.